Manufacturer narrative:
(B)(4). Attempts to obtain patient information were unsuccessful. The facility declined to provide patient information. No tests/laboratory data was available. Other relevant history: no information was available. The implant or explant dates are not applicable to this device. The manufacturer is reporting this event in an abundance of caution. It is not believed the device malfunctioned as by report the device did not separate during the procedure. The manufacturer's device analysis determined probable cause of the observed tip separation is damage that occurred post-procedure, likely from an excessively pulling force during removal of the device, as evidenced by the stretching observed at the separation site. Strain, impact, and forces associated with use can affect the integrity of the device.

Event description:
It was reported during a peripheral diagnostic ivus procedure, while taking imaging the physician noticed the image looked "different" but was able to diagnose and remove the device. As they removed the catheter, the tip of the catheter became unattached at some point but stayed on the wire. Everything was safely removed from the case. Additional information provided the device was inspected prior to the procedure, no damage was observed. The catheter was inserted into the patient once and produced an image for diagnosis. While backing the catheter off of the wire the tip came with it. The catheter was removed from the patient alone (not as a system) with all pieces of the device observed to be intact. It was further reported no resistance was encountered, there were no adverse events and no additional intervention required to remove the device. A visual and microscopic inspection was performed on the returned device. Approximately 9 mm of the floppy tip was separated 3.5 mm distal to the scanner body and was not returned with the device. A guidewire movement test was performed using a mandrel. The mandrel was inserted through the remaining portion of the floppy tip of the device and successfully passed through the guidewire exit port without experiencing resistance. The device was connected for an image test. The device was recognized by the system and produced a proper image. No error occurred upon manipulation of the scanner body. The probable cause of the observed tip separation is damage that occurred post-procedure, likely from an excessively pulling force during removal of the device, as evidenced by the stretching observed at the separation site. Strain, impact, and forces associated with use can affect the integrity of the device. The instructions for use (IFU) cautions that the ivus catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. When inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis. This event is being submitted in an abundance of caution.